Manufacturer narrative:
This supplemental report is being submitted to provide additional information. The subject device was not returned to olympus medical systems corp. (Omsc) for evaluation, therefore omsc could not investigate the subject device. Omsc reviewed the manufacturing history (DHR) of the subject device and confirmed no irregularity. The exact cause of the reported event could not be conclusively determined. However, based on the information from olympus china, there was the possibility that the reported phenomenon was attributed to something other than the subject device. If additional information becomes available, this report will be supplemented.

Manufacturer narrative:
The subject device in this report has not been returned to omsc for evaluation. The exact cause of the reported event could not be conclusively determined at this time. If additional information becomes available, this report will be supplemented.

Event description:
Olympus medical systems corp. (Omsc) was informed that during a preparation for a laparoscopic surgery using the subject device at the user facility, the subject device was found that there was leakage at the right side of the subject device. The user facility replaced the subject device to a similar device to complete the procedure. The service department of olympus china checked the subject device and found that the reported phenomenon could not be duplicated. There was no report of patient injury associated with this event. The user facility did not provide other detailed information.